Manufacturer narrative:
The reported events were high pacing impedance and a helix mechanism issue. A complete lead was returned for analysis. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. The helix mechanism test could not be performed due to the helix stretched / bent as received. Visual and x-ray confirmed the helix was stretched / damaged, and the inner coil over torqued at the connector region. The cause of the reported event of a helix mechanism issue was isolated to the helix being stretched / damaged and the inner coil over torqued at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high impedance measurements and helix mechanism issue resulting in failure to extend the helix. The ra lead was removed and replaced. The patient had no adverse consequences.